Event description:
The customer reported being in the intensive care unit with diabetes ketocidosis and high blood glucose over 600mg/dl. The customer mentioned that the cannula was bent, but the insulin pump did not alarm. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure and self test and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.